Manufacturer narrative:
Initial report sent to FDA on 09/04/2007.

Event description:
Procedure: unk. According to the reporter, the instrument would not hold the needle. The needle dropped from the instrument.